Event description:
It was reported that during a wisdom tooth procedure the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention and no adverse consequences reported.